Event description:
Facility reports that during the treatment an internal blood leak occurred. Dialyzer was changed and treatment was resumed. Towards the end of the treatment the replacement dialyzer also had a internal blood leak occur. Total ebl-500cc. Post treatment het-35.6 and hgb-12.1. Pt then complained of feeling weak and the pt's family member drove the pt to the e.r., where pt was evaluated and d/c'd to home. Facility does not reprocess dialyzers and the dialyzers had to be discarded. This pir/MDR is for the second dialyzer. Refer to pir-200100629/MDR-00033 for the first dialyzer.